Event description:
It was reported that after falling on the ground, the patient with this inflatable penile prosthesis (ipp) experienced persistent and severe pain on the right side of the penis when pumping the device. A revision surgery was performed, upon examination a bulge on the right cylinder was found. In addition, it was found that the cylinders were too big for patient's anatomy, and they had creases from folding over themselves which was the suspected cause of the patient's pain. The device was explanted was replaced using smaller cylinders. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.